Manufacturer narrative:
Later submission due to technical issues with nextgen portal.

Event description:
Reported thermal event: serial number (B)(6) purchased on (B)(6) 2025 from amazon. Charging cable overheated and melted off during charging. Used daily. Left on charger when not in use. Melted charging cord. Customer believes it is a defect, no cleaning, no additives, damage to port as well.